Manufacturer narrative:
Endotronix has initiated a CAPA to further investigate this issue and assess all potential risks. The complaint and CAPA investigation are ongoing. Additional information will be submitted within 30 days of receipt.

Event description:
Following sensor recalibration, the endotronix clinical specialist was reviewing the radiographic films and noted that the sensor position/orientation did not appear to match the post implant films. Additional images were obtained which shows that the distal anchor of the implant is dissociated on both attachment sites from the sensor body. The patient is able to successfully take readings from the sensor and the readings remain accurate and aligned with the recalibration. The patient has not experienced any serious adverse events related to this event.

Manufacturer narrative:
Updated section(s) g2, g6, h2, h3 and h6: (h3) the sensor remains implanted, thus was not returned. Manufacturing documentation review revealed no issues or nonconformances linked to the reported event. In july 2023, the clinical site flagged sensor 07h10 for low and negative pressure readings. Endotronix's r&d review indicated the patient's mean pulmonary artery pressure (mpap) had gradually decreased since (B)(6) 2023 but was within tolerance limits. However, in (B)(6) 2024, the hospital reported negative pressure readings on the cordella patient management portal (pmp). Then, approximately twenty-seven months post original implant, the patient underwent right heart catheterization (rhc) and sensor recalibration, confirming negative sensor drift with a static offset adjustment of -32.1 mmhg. Post-recalibration, sensor readings remained stable and accurate, documented under MFR# 3024985933-2024-00001. Initial implant images ((B)(6) 2022) and recalibration images ((B)(6) 2024) suggested a potential mismatch in the sensor's position and orientation. This complaint was initiated to address this, and additional imaging on (B)(6) 2024, revealed strong evidence of a suspected distal anchor fracture and detachment from the sensor body. Images indicated both roots of the distal anchor were disconnected from attachment points, but there was no fracture in the sensor's glass housing; the sensor remained hermetic and fully functional. No detectable shift or reduction in signal strength related to the sensor's orientation change was observed. The absence of a significant pulse pressure change suggests sensor sensitivity was unaffected by factors like excessive tissue growth, orientation changes, or eccentric loading on the vessel wall. Video of the patient breathing during recalibration showed the sensor body and distal anchors moving in tandem, indicating positional stability. Analysis suggests the reported issue could be due to a fracture of the distal anchor from cyclic fatigue, likely due to strain overload from misdeployment in an incorrect vessel. A risk assessment has been initiated to investigate the issue.

Manufacturer narrative:
Corrected data: section g3: initial report date received by manufacturer.